Event description:
An occurrence of premature eri (elective replacement indicator) was reported. On (B)(6) 2011 the estimated eri was 29 months. On (B)(6) 2011, after half a year, when the pt came in for a refill the eri occurred and it was noted to schedule to replace the pump by (B)(6) 2011. There were no dosage changes in last half a year period. On further interrogation it was noted that the first eri had already occurred on (B)(6) 2011. Pt was tetraplegic, living in (B)(6) and does not hear well. In (B)(6) they didn't hear the alarm as they were not always with a pt. It was later reported that the pump was explanted. On (B)(6) 2011 the refill was performed as scheduled; pt was thereafter immediately admitted and had the replacement procedure on the (B)(6) 2011 morning. Drug infused via the pump was lioresal 2.000 mcg/ml at a daily dose of 380.1 mcg. It was stated that the pt was stable without any signs of baclofen withdrawal symptoms before and after re-implantation.

Manufacturer narrative:
Final analysis of the pump concluded a s2 general anomaly with the hybrid. It was noted that the battery voltages had steady decline and eventual dropped below minimum voltage (2.79) to trigger the eri; battery testing showed no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed the depleted battery voltage was caused by high current leakage in the c1 battery filter capacitor on the hybrid. Eri due to early battery depletion occurred (B)(6)-2011.